Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right-side deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, observed void >1 mm in non-textured valve-to shell-bond area, black particles in fill channel, and two curved openings. A microscopic analysis and leak test were performed which identified one smooth crease opening and one curved striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one smooth crease opening in the posterior side assessed as fold flaw opening, and one curved striated opening in the posterior side assessed as surgical damage.

Event description:
Device has been explanted.